Event description:
It was reported that the patient was admitted to the hospital in august 2005 with the diagnosis of bilateral internal carotid artery stenosis. The patient received angioplasty and stenting of the right internal carotid artery using the accunet and an acculink. The patient recovered very well and was discharged two days later. In sept 2005, the patient returned to the clinic for his 30 day following up. Two weeks before his 30-day visit, he reported left arm numbness and weakness. He was admitted to the hospital whereby he was treated with gp ila/iiib antagonist agent. The patient reported that his symptoms resolved within hours after which he was discharged to his home the following day. The physician feels that this event is not related to the device or the procedure but due to new embolism formation, secondary to atrial fibrillation.